Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their HCP to obtain a backup method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 12 Pro Max / 2.9.1 / iOS_17.5.